Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had 319 error at power up. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to the rear of the vision side cart (vsc) and the endoscope controller (ec) power switch was in the on position (all power switches were in the 1 position). There were no leds visible in the rear of the ec; the power cord was tight at the rear of the ec and all power cables were secured at the power strip in the rear of the vsc. The orange fiber cable was tight at the ec and the video processor (vp). Site swapped the power cables between the ec and vp and restarted. The system started up with a 319 error again. Site was able to see leds in the ec but no led on the front of the ec. Site have already moved the procedure to their other system. The procedure was aborted to another da vinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.